Event description:
A customer reported that the coulter act diff 2 hematology analyzer was leaking due to the baths not draining. The leak was less than 3 ml and was spilt onto the counter top. The customer was wearing a lab coat, gloves, and eye protection at the time of the occurrence. Msds was not reviewed, but there is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous results were generated in connection to the leak. Beckman coulter field service engineer (fse) observed the baths were not the source of the leak as they were draining properly. The source of the leak was the probe wipe which was dripping diluent onto the closed mode housing. The fse replaced the probe wipe, and no further evidence of leaking was observed. The service activity performed was verified per established procedures, and the results met the published performance specifications.

Manufacturer narrative:
(B)(4).